Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Shock button lit continuously when pad-pak inserted. No patient involved.

Manufacturer narrative:
The device history record for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 14th february 2014. Corrosion observed on multiple critical circuits on the pcba had resulted in the reported fault. Information from the history log shows the device performed to specification up to the 17th december 2017. Therefore, it is concluded that the corrosion had an adverse effect on the device after this date. The corrosion observed on multiple components on the pcba and the evidence of dirt and dross on the lower-case assembly would indicate the device has been stored adversely. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Shock button lit continuously when pad-pak inserted. No patient involved.